Manufacturer narrative:
(B)(4. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. After cleaned battery tube unit display properly and passed operating currents, self-test and displacement test. No failed battery test alarm noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial label and stained end cap sticker.